Event description:
It was reported that the left ventricular (lv) lead post-operatively exhibited non-capture in all pacing vectors. The lead was explanted and replaced. No patient complications have been reported as a result of this event.